Manufacturer narrative:
It was reported that the device was in emergency backup mode. The provided information was reviewed by abbott engineering and it was confirmed that an inappropriate mode change to emergency backup mode occurred, with evidence consistent with a root cause of the leadless pacemaker interpreting electromagnetic interference (emi) as a false-positive telemetry command to change mode.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) was in emergency vvi settings. The lp was restored to normal function. There were no patient consequences.